Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. Continuity testing was performed and no open or short was detected. The sensor functioned as designed.

Event description:
The customer reported that, "the values are 5 -7 digit lower than expected."no consequences or impact to patient were reported.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that, "the values are 5 -7 digit lower than expected." No consequences or impact to patient were reported.